Event description:
Reportedly, during the follow-up performed on (B)(6) 2018, the battery impedance was 3.55 kohms and the estimated residual longevity was approximately 36 months. During a follow-up performed on (B)(6) 2019, the pacemaker could not be interrogated and was found pacing in vvi mode at 70 min-1. It was explanted on (B)(6) 2019 and no anomaly was observed on the leads measurements.

Manufacturer narrative:
Analysis of the returned unit did not reveal any anomaly.

Event description:
Reportedly, during the follow-up performed on 19 january 2018, the battery impedance was 3.55 kohms and the estimated residual longevity was approximately 36 months. During a follow-up performed on (B)(6) 2019, the pacemaker could not be interrogated and was found pacing in vvi mode at 70 min-1. It was explanted on (B)(6) 2019 and no anomaly was observed on the leads measurements.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2018, the battery impedance was 3.55 kohms and the estimated residual longevity was approximately 36 months. During a follow-up performed on (B)(6) 2019, the pacemaker could not be interrogated and was found pacing in vvi mode at 70 min-1. It was explanted on (B)(6) 2019 and no anomaly was observed on the leads measurements.

Event description:
Reportedly, during the follow-up performed on (B)(6)2018, the battery impedance was 3.55 kohms and the estimated residual longevity was approximately 36 months. During a follow-up performed on 29 march 2019, the pacemaker could not be interrogated and was found pacing in vvi mode at 70 min-1. It was explanted on 4 april 2019 and no anomaly was observed on the leads measurements.

Manufacturer narrative:
(Implantation date) updated. Preliminary analysis revealed, that based on available data, normal battery depletion occurred.